Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device . The patient stated that their implanted neurostimulator battery has "died" over the last couple months. Agent reviewed that the implant is good for 15 years. Patient said that they charge their implant every day or every other day, but the implant doesn't charge very long. Patient then said that in the last few weeks, the implant won't charge at all. Agent asked the patient if they were having issues staying connected while charging the implant, and the patient said that the recharger beeps a couple times and then it won't connect to the implant anymore. Patient confirmed that they are not seeing an error message, but just the beeping that happens when they are trying to charge the implant. Patient mentioned that they have been struggling with this issue for a couple months and now it's so bad that they're disabled. Caller stated that they were unsure if the implant was turned on or not. The issue was not resolved through troubleshooting. As agent was attempting troubleshooting steps , caller stated that the wireless recharger (wr) is not charged and they are unsure where the do ***cking station. They are able to find the docking station to charge the wr and perform additional troubleshooting steps. Agent received call from patient in regards to finding the docking station. Caller confirmed that the wr was fully charged. Agent had the caller hard reset the wr off the docking station and attempt to connect to implant. Caller confirmed that they were able to make a connection to the implant and maintain a good connection. Agent received call from patient in regards to finding the docking station. Caller confirmed that the wr was fully charged. Agent had the caller hard reset the wr off the docking station and attempt to connect to implant. Caller confirmed that they were able to make a connection to the implant and maintain a good connection. Caller stated that they don't use the drape due to it not being helpful with holding the wr in place. On the call agent could hear the wr connect to the implant for a moment before disconnecting and return to searching for the ins. Agent would like to add that the caller reached out to hcp first and was redirected to ps to further assist with the device. Agent reviewed role of rep and sent the caller an email with physician listings. Caller stated that they did not have a programmer or handset/communicator (com) to determine whether or not the implant was on/off or what the battery level was at. Agent attempted to connect the caller to sunmed to further assist the patient with getting replacement handset/com , but due to hold time left a message to call patient back. The issue was not resolved through troubleshooting. Agent sent a request to repair to replace the wr and send a size small drape to the caller. Patient thinks they are charged but because of not having a programmer they are unable to turn therapy on.